Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during capture test of the implantable cardioverter defibrillator, the device exhibited diagnostics anomaly and the patient experienced palpitations. No intervention was performed.